Event description:
It was reported that a femoral impactor pad cracked while impacting the femoral trial. When the pad was taken off, it fractured into two pieces. No additional information available.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Visual examination of the returned product identified signs of repeated use (nicked and gouged) and is fractured. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The device has a potential field age of six years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.